Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 450mg/dl. Customer also stated that the they no using auto mode. Troubleshooting was performed. Customer also mention that the infusion set was leak. The device will not be returned for the analysis.